Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were not placed prior to issue being identified and the procedure was completed using integrated electro surgical unit (iesu). There was no patient involvement. The reported issue occurred during robotic supra-cervical hysterectomy with bilateral salpingectomy possibly robotic uterosacral colpopexy, sub urethral sling, cystoscopy with possible dilation or irrigation possible anterior colporrhaphy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). The unit was placed an in-house system and was run in normal mode and fa was able to reproduce the reported complaint. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding iesu errors were confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the vio integrated electro surgical unit (iesu) was giving errors. The customer was not able resolve the issue and used a force triad generator with the blue activation cable to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.